Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report # 1627487-2012-00748, 00756, 00757. The patient (B)(6) is currently implanted with two percutaneous leads and two lead extensions, all from different lots. These devices are implanted in the cervical region. Although receiving proper stimulation, it was reported the patient has experienced impaired mobility of head rotation to the left side as well as impaired flexion of the head. More information will be provided following the patient's next clinical appointment.